Manufacturer narrative:
(B)(4). No complaint device was received for evaluation. This product complaint was received from a post market clinical follow-up survey completed by a surgeon who had used our truespan product in the past. Information received was limited, with no product code or lot numbers reported, which precludes conducting a batch history review or a lot specific search in the complaints handling system. An attempt was made to get additional follow-up information from the surgeon, however no further information was available to depuy mitek. With the limited information available to depuy mitek, we cannot determine what caused the user to experience the reported event with our truespan product; we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Depuy synthes has been informed that the catalog number and lot number are not available.  Associated medwatch number: 1221934-2018-50487 & 1221934-2018-50489.

Event description:
Information received via the post market clinical follow up truespan system survey. It was reported by the surgeon that he experienced issues with the implant pulling out, and also tensioning issues.